Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer was changing basal times, some of his settings disappeared. The customer's mother stated the pump also alarmed button error. The customer's blood glucose was 50mg/dl, treated with snacks. The customer was advised to monitor pump and blood glucose.